Event description:
"The caller advised he was a lawyer, and explained that he was representing a home health care agency whose nurse had reportedly set up a pulse oximeter on a pt in the home. The family members were claiming that they went into the room two and a half hours later, and the alarms were off. The nurse whom set up the unit "swears" the alarms were set." Caller states that there was a death involved with this matter. The pt reportedly died on the event date. Reporter stated that "there had been no allegation that the device has caused or contributed to the reported event".